Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a medtronic drug eluting stent to the left main to ramus during pci. It was reported approximately 9 months post implant the patient was admitted with cardiac symptoms. It was reported that the patient's stent had fractured resulting in failure of the device. Intervention was performed. The device was not explanted. Restenosis was noted, which was treated with ballooning. It is reported that the physician could not definitively conclude whether there was a stent fracture, or whether the stent in question was a medtronic stent. Stent fracture/occlusion noted in the ramus and the occlusion of the lm to ramus, successfully treated with tvr

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.